Event description:
The customer reported low leak co2 rebreathing error. No patient involvement reported.

Manufacturer narrative:
The part was returned to the manufacturer for failure investigation (fi). It was determined that the component failure u1 on the air flow sensor pcba created the airflow accuracy test to fail and the low leak-co2 rebreathing risk.